Event description:
It was reported to boston scientific that during an esophagogastroduodenoscopy (egd) procedure, there was no heat from the gold probe hemostasis catheter. The physician decided not to use another probe since the bleeding had stopped. There were no pt complications and the pt was reported to be "fine".